Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) and stent. The outer shaft was kinked under the black pull grip and the inner shaft was kinked 4cm, 5cm, and 9cm from the tip. The inner diameter (ID) of the catheter was measured at the distal tip and is within specification. The handle was opened and there was no damage or components missing. The stent was deployed and received detached from the sds. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and the handle of the device. The guidewire was unable to pass through the shaft due to the kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the moderately tortuous and non calcified external iliac artery. After the endovascular aneurysm repair (evar) was performed, a 10x60x120mm epic vascular stent was advanced to the treat the lesion. However, the device could not advance further due to severe resistance against the 035 amplatz guide wire. The stent was attempted to remove from the patient but half of the stent had expanded unintentionally. The procedure was completed with a 10x40mm epic vascular stent and was advanced over the same guide wire. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the moderately tortuous and non calcified external iliac artery. After the endovascular aneurysm repair (evar) was performed, a 10x60x120mm epic vascular stent was advanced to the treat the lesion. However, the device could not advance further due to severe resistance against the 035 amplatz guide wire. The stent was attempted to remove from the patient but half of the stent had expanded unintentionally. The procedure was completed with a 10x40mm epic vascular stent and was advanced over the same guide wire. No patient complications were reported and the patient's condition was good.